Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a tear appeared at the gray dilation port on the 5x15 palmaz blue on aviator plus delivery system. The case was completed with a palmaz blue stent. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The packaging showed no damage. No anomalies were noted before use, but the luer fitting was found broken during connection to the pressure pump in the preparation phase. The stent delivery system was prepared per the IFU without difficulty. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a tear appeared at the gray dilation port on the 5x15 palmaz blue on aviator plus delivery system. The case was completed with a palmaz blue stent. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The packaging showed no damage. No anomalies were noted before use, but the luer fitting was found broken during connection to the pressure pump in the preparation phase. The stent delivery system was prepared per the IFU without difficulty. One video was sent for review. The graphic material shows a hub from an aviator unit, connected to an inflator/deflator device and a crack is visible on the hub. No additional details were observable in the graphic material provided. The device was then returned for evaluation. A non-sterile unit of catheter blue/aviatorplus 5x15/142p pkg was received coiled inside of a clear plastic bag. The device was unpacked and subjected to product evaluation. Visual inspection of the returned components revealed no damage or anomalies to the unaided eye. In response to the reported event, magnified imaging of the hub was performed. This evaluation identified a crack in the hub. Further analysis of the cracked region demonstrated features consistent with fatigue striations. These findings are commonly associated with tensile overload conditions. Based on the observed evidence, it is concluded that the plastic material was exposed to tensile forces exceeding the yield strength of the hub component prior to the observed damage. The reported ¿luer hub cracked¿ condition was observed during magnification with a vision system. However, the exact cause of the reported event cannot be conclusively determined. Microscopic analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. Handling of the product and procedural factors likely contributed to the event reported as overtightening has been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a tear appeared at the gray dilation port on the 5x15 palmaz blue on aviator plus delivery system. The case was completed with a palmaz blue stent. There was no reported injury to the patient. The device was stored according to the instructions for use (IFU). The packaging showed no damage. No anomalies were noted before use, but the luer fitting was found broken during connection to the pressure pump in the preparation phase. The stent delivery system was prepared per the IFU without difficulty. The device will be returned for evaluation.